Manufacturer narrative:
The product reported in this report is an export device not cleared or approved for marketing in the us. This complaint is being reported based on this product meeting similar product criteria (similar to casper carotid stent - PMA# p210030). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the hospital and not available for return. Additional information has been requested but not received. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that the casper x carotid stent was used to treat a patient for tandem occlusion. Reportedly, there was complete stent occlusion during stent deployment. The stent was removed from the patient and a wall stent was used to complete the case. Patient outcome and current status described as "nihss 4, mrs 2. Doing better."